Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2016, a 2.50 x 24 synergy ii drug-eluting stent was implanted at the left anterior descending artery (lad). In (B)(6) 2016, the patient returned for a staged percutaneous coronary intervention (pci). However, it was noted that the previously implanted stent had thrombosed. An additional stent was then implanted. No further patient complications were reported and the patient's status was fine.